Manufacturer narrative:
The pump was received with a serial number label fading, a missing display window/cover, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 09/05/2025 12:22:00.000. Insert battery alarm was found on: 09/03/2025 06:43:02.000. 09/04/2025 20:15:43.000. 09/05/2025 09:46:00.000 to 09/05/2025 09:46:23.000. 09/05/2025 11:33:06.000 to 09/05/2025 11:54:07.000. 09/05/2025 12:01:38.000 to 09/05/2025 12:44:00.000. Failed battery alert/battery failed alarm was found on: 09/05/2025 11:48:24.000. 09/05/2025 11:54:13.000. 09/05/2025 12:06:38.000 to 09/05/2025 12:34:47.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected failed battery alert/battery failed alarm and low battery alert noted during testing. In further review of the formatted history file 1 week prior to the event date of 05-sep-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 09/01/2025 11:49:00.000. 09/01/2025 11:59:00.000. 09/04/2025 10:27:00.000. Sensorexpiredalert (794) was found on: 09/05/2025 10:54:58.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a broken belt clip rails. Cosmetic damage was confirmed at the serial number label, screen/display window cover and case - battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for blank display and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm and damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found the damage on battery tube side and window cover. Damage was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.